Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was not working properly. All components were explanted and a new tactra device was implanted without any adverse patient effects.